Event description:
A customer reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.